Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image due to a faulty cable unit. The video connector was broken. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for use, the device had no image. The intended ureteroscopy was completed using a non-olympus device. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable unit could not be identified at this time. Olympus will continue to monitor field performance for this device.